Event description:
See h10.

Event description:
Info received indicates that the heart valve was explanted at re-operation due to endocarditis and leakage at the coronary site, along with pannus and paravalvular leakage. The valve had been implanted for 7 years.